Event description:
The "cin" was contacted directly by the customer. It was reported the devices were used during a thoracotomy. It was reported the devices would not fire. Do not know if first firing or reload. A third was opened to complete the case. There was no consequence to the patient.